Manufacturer narrative:
Concomitant medical devices: 0185 boston scientific lead, implanted (B)(6) 2009; 4136 boston scientific lead, implanted (B)(6) 2009.

Event description:
It was reported that there was premature battery depletion, possibly due to the device being programmed to higher outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.